Event description:
It was reported that tibial block stick with the ts baseplate because the block did not fit with the baseplate completely. The surgeon used under size baseplate and the procedure was completed.

Event description:
It was reported that tibial block stick with the ts baseplate because the block did not fit with the baseplate completely. The surgeon used under size baseplate and the procedure was completed.

Manufacturer narrative:
An event regarding assembly issues involving triathlon baseplate was reported. The event was confirmed. Device analysis indicated the triathlon augment was misaligned with the triathlon base plate during assembly. The tibial augment locking screw was locked in the counter clockwise direction and made contact with the triathlon base plate cruciform. The devices were disassembled and reassembled correctly with no discrepancies. Medical records not provided for review. Event is not patient related. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history indicates there have been no similar events for the reported lot ID. The investigation concluded that the devices were misaligned during assembly. Reassembly of the devices indicates the devices assemble with no discrepancies.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.